Manufacturer narrative:
Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Six photos of the customer¿s injection site post-injection were provided. The customer reported that it is unknown if dosage is being completed or not, blood has dripped down from injection sites, insulin is on the skin and not being injected, glucose levels fluctuating. All six photos were examined, and it was observed that only images of the injection site were captured. No evidence of insulin leakage or failure to deliver insulin properly from a bd pen needle was observed in the photos provided. Since no photos of the device used to complete the injection were provided the alleged issue could not be confirmed. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm were difficult to operated and contributed to over/under dosing during use. The following was reported by the initial reporter: "it was reported that it is unknown if dosage is being completed or not. It was also reported blood has dripped down from injection sites, and insulin is on the skin and not being injected. Also reported skin irritation from pen needles and glucose levels fluctuating.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm were difficult to operated and contributed to over/under dosing during use. The following was reported by the initial reporter: "it was reported that it is unknown if dosage is being completed or not. It was also reported blood has dripped down from injection sites, and insulin is on the skin and not being injected. Also reported skin irritation from pen needles and glucose levels fluctuating. Verbatim: from email response from customer on 03feb2021: honestly, it is like a gamble day to day and dose to dose if one or both insulins are going to actually be fully received. If they are consistently, bob's blood sugars will be excellent. I think his last a1c was just under 7%. But when they start jumping from 5 or 6 at breakfast to 10 or 11 at lunch, for example, I know something has likely not been taken up. Bob has a basal bolus at breakfast, bolus insulin at lunch and basal bolus at supper. Bob cannot feed himself, he can't go to the fridge and have snacks etc. His food is very managed and reasonably consistent as per a dietitians supervision. Exercise is not really a factor. He almost never has desserts etc. - a rare treat. I am attaching pictures showing the unfortunate force used at times to administer insulin using the bd autoshield safety needles. In the picture where there is a scratch and bleeding, the scratch was not part of the injection. The arm injection looks like it was inject right into the muscle. Bob will usually try to tell the nurse to put it in the "back of his arm" although speech is difficult for him. There is generally much less of the forceful injections now than even a few years ago but as I said, can still happen. I am with my husband a great deal but certainly not all the time, so this is just a sample from when I have been with him through the past years. The bd safety needles that have been the bane of his existence and mine since aha has endorsed them across the province ( or at least in calgary) since 2015. In the right hands, they can be fine. With every one of the new rns and lpns giving him insulin 3x per day ( 5 injections)- (tujeo not on ltc formulary) it is a crapshoot if insulin gets in him or not. Talk about force. I have a number of pictures where blood is dripping down. Mostly the needles are locked sometime between the priming and the giving although rarely it is something you can see. Sometime insulin is totally on the skin - so it is obvious, none got in. With every new program nurse (coordinator) I go over the bd video. It is a discouraging world with insulin in ltc. I am watching over my husband and keeping track of blood sugars every day. That is not the case for most individuals with diabetes in a care setting."